Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty withdrawing the balloon was encountered. The lesion being treated was a non calcified, mid left anterior descending (lad) lesion. The lesion was predilated with a maverick 2.5 mm x 15 mm balloon at 7 atms. The physician then successfully deployed the taxus express2 8.8% 3.0 mm x 16 mm stent at 8 atms and 12 atms. Upon completion of inflations the balloon was stuck to the stent. The physician used more force than usual, but was able to tug on the catheter and the balloon released. There were no pt complications.